Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump motor error, had to press buttons more than once. Customer¿s blood glucose level was unknown. Customer also reported that insulin pump had erased settings when changing batteries, insulin had shot or squirted from infusion set when priming, had to prime or rewind more than once, had received false or unexplainable no delivery alarms and had scratches on screen. The device will not be returned for analysis.